Event description:
It was reported that the customer had issues with her sensor and blood glucose level readings. The customer's blood glucose level was 123 mg/dl and her sensor glucose level was 68 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed bicarbonate buffer test sensor passed per specification with accurate readings.